Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two (2) erroneously low accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. In addition, customer received multiple indeterminate (ind) values on other patients. Patient samples were repeated and the results were in the normal reference range. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Customer ran routine system check on (B)(4) 2010 and the results were within specification. Qc results on the day of the event produced no value for low level accutni. Repeat test results were within specification. A bci field service engineer (fse) performed system check and verification testing, which produced results within instrument specification. Fse discovered accutni reagent pack had been mis-loaded. User error is the root cause for this event.